Event description:
After sterilization, it was observed that the top housing detached from the bottom housing. There was no patient involvement, no adverse consequences, no medcial intervention and no procedural delays.